Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the patient had the implant at tooth location #11 placed at another office in july 2023. Before that, the tooth was removed and no bone graft was placed. The patient was seen for pain and swelling around the implant at site #11. The implant remained implanted and the patient was given amoxicillin due to infection. Symptoms as a result of the event: pain. Swelling.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0001038806-2024-01296 that was submitted on june 20, 2024 was submitted in error under the wrong manufacturing site. This event was initially created/submitted to FDA under complaint number, (B)(4) on 6/202/24 under the wrong MFR number (0001038806-2024-01296). To correct the error, a new complaint (B)(4) was opened and this event was reported under the correct MFR number (0002023141-2024-02137). Therefore, all details related to this event will be captured under the new complaint (B)(4), MFR number (0002023141-2024-02137). The following sections have been updated: b4: date of this report. B5: event information was updated. G3: date received by manufacturer. H2: type of follow-up was updated. H10: manufacturer narrative was updated.

Event description:
This supplemental is being reported as a correction. This event was initially created/submitted to FDA under complaint number, (B)(4) on 6/202/24 under the wrong MFR number (0001038806-2024-01296). To correct the error, a new complaint (B)(4) was opened and this event was reported under the correct MFR number (0002023141-2024-02137). Therefore, all details related to this event will be captured under the new complaint (B)(4), MFR number (0002023141-2024-02137).